Event description:
It was reported that 42 bd nexiva¿ diffusics¿ closed IV catheter system experienced foreign matter in or on device cannula/needle/catheter, and catheter breakage/separation from hub. The following information was provided by the initial reporter: material no: 383592, batch no: 0317667, 0350219, 03295612. Brown coloring around holes on diffusics catheter, catheter looks like it was burned during manufacturing, tip of catheter was brittle and broke off.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0317667; d.4. Medical device expiration date: 10/31/2023; h.4. Device manufacture date: 11/25/2020. D.4. Medical device lot #: 0350219; d.4. Medical device expiration date: 12/31/2023; h.4. Device manufacture date: 1/25/2021. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021. H.6. Investigation: samples were received at the decontamination plant of material 383592. No defect or damages were found on the samples. A device history record review was completed by our quality engineer team for provided lot number 0317667 and 0350219. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Bd was not able to confirm the customer¿s indicated failure mode because the defect could not be found and the failure was not replicated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 42 bd nexiva¿ diffusics¿ closed IV catheter system experienced foreign matter in or on device cannula/needle/catheter, and catheter breakage/separation from hub. The following information was provided by the initial reporter: material no: 383592, batch no: 0317667, 0350219, 03295612. Brown coloring around holes on diffusics catheter, catheter looks like it was burned during manufacturing, tip of catheter was brittle and broke off.